Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to 700 mg/dl blood glucose and diabetic ketoacidosis on (B)(6) 2017. Blood glucose was 707 mg/dl upon admission. Customer¿s current blood glucose value was 240 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer stated they had an infusion set with bent cannula but declined to troubleshoot. Customer completed troubleshooting for high blood glucose and passed the high pressure test. The reservoir was not be returned for analysis.